Event description:
There is no additional event information available.

Manufacturer narrative:
This incident was captured under (B)(4). Review of the most recent repair record determined the motor was not working, the control bar was not straight, and the device was out of calibration at all readings. The motor, swivel, needle bearing, ball bearing, spring seal, and reciprocating arm were replaced and the control bar and device were recalibrated which resolved the reported issue DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country - australia. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was not cutting properly. The event timing was during surgery. There is no harm or delay reported. No adverse events were reported as a result of this malfunction. Due diligence is complete and no additional information is available.